Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering "replace sensor" error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer experienced dizziness, loss of consciousness, "inability to concentrate" and was unable to self-treat. The customer made contact with a non-healthcare professional (non-hcp) and provided orange juice for treatment. Subsequently, a non-hcp called the medical services and obtained an unspecified glucose test, but no treatment was provided since the patient's blood glucose was normal. There was no report of death or permanent impairment associated with this event.